Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a recent interrogation report revealed that the right ventricular (rv) lead had exhibited intermittent t-wave oversensing (twos) approximately 20 months previously. It was further reported that no other oversensing was noted and that the lead was currently functioning as programmed. The lead remains in use. No patient complications have been reported as a result of this event.